Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 at 4:00 am, the patient obtained a blood glucose level of 250 mg/dl and she experienced the symptom of abdominal pain. The patient tested negative for ketones. The patient's mother gave her a correcting bolus of insulin; she did not seek any medical attention. The reporter noted she had incorrectly set the pump basal rate the evening prior, setting it for 0.05 units/hour instead of the prescribed rate of 0.50 units per hour. The reporter was able to reprogram the pump for the correct basal setting. The reporter refused to troubleshoot the pump and to check the other pump settings. The patient's technique was incorrect by setting the basal rate incorrectly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the daily insulin delivery totals correctly reflected the programmed basal rates. No activity outside normal use was observed in the black box or download history. There was no data in the black box or download histories from time of reported issue due to continued use. The pump passed the flow accuracy test and found to be delivering within the required specifications.